Event description:
It was reported that pump experienced malfunction code 16 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of a field correction, completed required form on customer¿s behalf, provided reset instructions, assisted with pump reset, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if code occurred again.